Event description:
A customer obtained an erroneously lower than expected result for diluted bhcg on one patient's sample. The specimen was re-tested on a different instrument and recovered result was within a different diagnostic range that fit the patient's clinical picture. The results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Qc was out low after the event. A system check was within specifications before and after the event. Customer did not question any other patient results or assays. A preventive maintenance (pm) was performed on this instrument on (B)(4) 2009. A field service engineer (fse) was back in the customer's lab on (B)(4) 2009: the fse inspected the instrument and found that the ultrasonics voltage had drifted low and performed an adjustment. The fse conducted a diagnostic testing and ran 3 replicates of qc. All results met specifications. Hardware issue may have contributed to this event. The hardware issue could affect pivotal assays. Erroneous results of a pivotal assay may contribute to serious injury to the patient.